Event description:
It was reported three tip of the catheters were damaged during extraction of the thrombus. Part of the tip tends to detach. There were no patient injury reported.

Manufacturer narrative:
We have not received the product for investigation. The provided photos confirmed the report. The balloon appears to be damaged and the distal ligature detached. However, we could not conclusively determine the root cause of the reported incident. The lot history record for the device was reviewed. Five were rejected during the rubber tip application process; however, visual inspection is performed for all devices and the remaining devices for this lot passed inspection. Please note that this is report 2 of 3. Reports 1220948-2023-00074 and 1220948-2023-00076 were submitted for the remaining 2 devices related to this incident.